Event description:
Pt was implanted with lcp proximal femur plate on and unknown date for a proximal femur fracture. Pt was returned to operating room (B)(6) 2012 for removal of hardware due to non-union. Surgeon removed one plate ((B)(4)) and five unknown screws; pt was revised to dhs construct. Procedure was completed with no further problem. This is the 3rd report of 6 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.